Event description:
Reported via clinical study it was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 40 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 12 month follow up, computed tomography (CT) imaging showed thrombus on the watchman closure device. There were no leaks noted. Upon re-review of the pre-procedure imaging, smoke was noted in the patient's atrium. This hyper-coagulant state was suspected to be a possible cause of the thrombus. There were no corrective actions performed in response to this event. No further information was provided.